Event description:
It was reported to covidien on 04/19/2012 that a customer had an issue with a defibrillation electrode. The customer reports that the (B)(6) fire and ambulance reported that the electrodes failed to deliver shock during a treatment when they responded to a cardiac arrest. The customer further reported that during the treatment, a physio-control lp-12 defibrillator was used with a covidien meditrace electrode and 5 defibrillations at 200j, 300j, 360j, 360j and 360j were attempted. The (B)(6) stated that the sequences were all done within a 60 second window, and the electrodes were not disconnected from the monitor. The customer further reported that upon printing the code summary, it was noted that only the last 360j defibrillation shock was delivered. The pt was converted at a local hospital and was then transported to (B)(6) hospital where the pt later expired. The (B)(6) also stated that the pt had multiple medical issues including respiratory problems. The (B)(4) further reported that the electrodes appeared to be adhered to the pt appropriately. The customer further reported that the defibrillator was inspected by physio-control was advised that the device was in compliance and was working fine.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.